Event description:
It was reported that, during a thr surgery, a r3 offset acetabular shell impactor broke off, it is unknown if any pieces fell into the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Event description:
It was reported that, during a thr surgery, a r3 offset acetabular shell impactor broke off, no pieces fell inside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned r3 offset impactor confirms the strike plate broke off the device. All pieces of the device was returned for evaluation. The device shows signs of significant wear/use. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source update. G4: add 510k code. H6: code update.